Manufacturer narrative:
This report is submitted on 22 april 2020.

Event description:
During revision surgery on (B)(6) 2019 to replace the abutment it was reported the skin at abutment site was excised, the patient was treated with intra-op IV antibiotics.

Event description:
Per the clinic, the patient experienced skin hypertrophy, thickening and pain at the implant site. Subsequently, revision surgery was performed on (B)(6) 2019, inorder to exchange the abutment. Following revision, the patient was placed on oral antibiotics.